Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no report of pt involvement or adverse pt impact. Philips evaluated the device and confirmed the malfunction. The malfunction was resolved by reloading the software.